Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and found fault codes 11,112, and 118. Fse resolved the issue by reloading the software. Fse performed all diagnostic tests. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display an error message on screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.